Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged due to the patient's twiddler's syndrome. Additional information indicates that there was no allegation with this lead. This lead was explanted. No additional adverse patient effects were reported.